Event description:
It was reported that prior to an unk procedure, the clamp would not engage with the blade properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.